Event description:
It was reported that during the implant procedure, the atrial lead exhibited loss of capture at multiple sites. The lead was not used and a new lead was implanted. No patient symptoms were reported.

Manufacturer narrative:
(B)(4). Final analysis found normal device characteristics.